Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one el5ml device was received with the jaws in the closed position and one clip jammed between the clip track, jaw, and between outside of the jaw and shaft. In addition, it was noted to have the advancer tip broken off.

Event description:
It was reported that during a laparoscopic hernia repair, the device misfired. No further information. The case was completed with no pt consequence.